Event description:
It has been reported to philips that the system could not be started. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting, fse found that the single-board computer (sbc) in the m cabinet was sounding an alarm. Fse checked the sbc and cleaned the memory bar. When fse powered on the system, an error was reported. The philips engineer re-downloaded the ipc software. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.